Event description:
It was reported that during a follow up visit, the presenting electrogram (egm) showed this right atrial (ra) lead exhibited oversensing noise. The physician plans on scheduling a follow up visit to reprogram the device settings. At this time no adverse patient effects were reported. This ra lead remains in service.